Event description:
The customer stated a false reactive anti-hbs result was generated on the architect i2000sr analyzer. One patient generated a reactive architect anti-hbs result of 19.11 iu/ml and was also reactive for hbsag (50.94 & 50 iu/ml). A second patient generated a reactive architect anti-hbs result 13.83 iu/ml and was also reactive for hbsag (>250 iu/ml). The samples were run on another architect instrument, generating similar results. The samples were sent to a reference laboratory where a hepatitis panel was run on the vitros method. First patient was negative for anti-hbs. Second patient could not be tested for anti-hbs due to insufficient quantity. Based on the results generated at the reference laboratory, it was concluded that both patients had chronic hbv infection. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). No reagents or patient samples were returned for investigation. An investigation was conducted using retained in-house samples of the architect anti-hbs reagent lot 67066lf00, which is the lot used at the customer's laboratory. Architect anti-hbs control lot, 68496lf00, was used to assess validity and performance of the assay and architect anti-hbs negative control, lot 68350lf00 was used as a negative sample. Investigation testing involved the generation of calibration curves by testing two replicates of architect anti-hbs calibrator 1 and 2 ((B)(4), lot 68224lf00). One replicate of each level of architect anti-hbs controls (in-house reference material lot 68496lf00) were tested to assess the validity of the calibration curves. All calibration curves met validity specifications. An attributes sampling plan was used to evaluate the potential false reactive patient results in which ten replicates of the architect anti-hbs negative control (lot 68350lf00) were run on one instrument. Results for each individual replicate were assessed against the concentration ranges specified in the architect anti-hbs package insert and returned passing results. The values generated for the negative control ranged from 0.00 - 0.43 miu/ml, mean = 0.07 miu/ml (specification = 0 - 2 miu/ml). A review was carried out of the testing performed by the in process testing and quality control laboratory prior to approving this lot of reagent for distribution. All kit release specifications were met, and no issues were identified. A review of the device history record did not identify any issues related to the customer's complaint that indicate that there is a product deficiency. A review of complaint metrics for the months of (B)(6) 2008 did not identify a trend relating to lot 67066lf00. The results of our investigation demonstrate that the architect anti-hbs reagent lot in question ((B)(6) lot 67066lf00) is performing within its intended use, label claims and specifications. The underlying reason for the reported potential false reactive patient result remains unclear, as during investigation of this issue, the customer's observation could not be repeated using the abbott reference negative control in place of a negative patient sample. The customer was referred to the package insert for advice on storage and handling instructions. It is recommended that each customer follow instructions in the package insert when preparing samples for analysis as outlined in the "specimen collection and preparation for analysis" section.

Manufacturer narrative:
This report is being filed on an international product, (architect anti-hbs) that has a similar product distributed in the u.s, (architect). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.